Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message during the load sequence. Reportedly, the cartridge was filled with 330 units of insulin. The customer reported blood glucose was in target level. During the call with tandem technical support, the customer was able to load a new cartridge successfully and resumed insulin delivery.